Event description:
It was reported to synvasice technology, inc, that: surgeon was using synvasive catalog #30-0321 "tapered finishing reamer", which is basically a stainless steel bottle brush. During use, the shaft of the tapered finishing reamer broke approx 1" from the bristles. After trying to retrieve the device, surgeon decided to leave finishing reamer fragment inside of pt.